Event description:
Pt with a total knee implant was revised due to an infection.

Manufacturer narrative:
Pt with a total knee implant was revised due to an infection. Review of the device history record indicates that the device was manufactured to specification.